Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. On (B)(6) 2007, the patient experienced excess post-operative bleeding and erosion. No additional information was available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).